Manufacturer narrative:
Since no photos or samples displaying the reported condition of adapter / connector defective / damaged were available for examination, we were unable to fully investigate this incident. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. H3 other text : see h10.

Event description:
It was reported that the bd q-syte¿ needle-free connector was deformed and damaged. The following information was provided by the initial reporter, translated from chinese to english: inspection before use found that the joints were deformed and damaged.

Event description:
It was reported that the bd q-syte¿ needle-free connector was deformed and damaged. The following information was provided by the initial reporter, translated from chinese to english: inspection before use found that the joints were deformed and damaged.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.